Event description:
The customer reported that his blood glucose level rose to 325 mg/dl and that he was not feeling well. When the pod was removed, it was noticed that the cannula was bent. The pod was discarded.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.